Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. A secondary issue was noted as spc pins high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was displaying an error 5 message. The medical surveillance specialist (mss) spoke with the lay user/ patient/reporter on (B)(6) 2010 and obtained the following information: the patient tests seven times daily and usually begins testing in the early morning. The patient manages her diabetes with humalog insulin (administering between 2-6 units with each meal) and a set dose of lantus (25 units) at 10pm. The patient alleged that the issue began on (B)(6) 2010 at 2am. As a result of the alleged issue, the patient claimed she did not take her humalog insulin at breakfast or at lunch time. Ten hours after the alleged issue began, the patient claimed she experienced extreme thirst (a symptom she would associate with high blood glucose). In response to her symptom, the patient stated she consumed her lunch and specified she administered self-treatment by drinking more water throughout the day. Sometime between 7-8pm that evening, the patient claimed she tested with another onetouch ultramini meter and obtained a blood glucose result of "198 mg/dl". At the time of troubleshooting, the customer service representative verified that the patient was using the correct technique for testing with the reported meter. The subject meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom suggestive of severe hyperglycemia after the alleged issue began.

Event description:
An integra dp pediatric burr hole was being used in a shunt revision when the surgeon noted what was thought to be rust on the valve. There was patient contact, but no patient injury. Additional clinical information has been requested.

Event description:
The facility reported to baxter that an unspecified infusor device over-delivered on a patient. It was intended for the device to infuse for 96 hours. However, the technician used the incorrect infusor device when the therapy was prepared and the full therapy infused in 48 hours. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.